Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. There was no reported impact to the customer's blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy.